Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had gone off and back on. The blood glucose at the time of the incident was unknown. It could not be confirmed if the display went blank or the device lost power and troubleshooting was not performed as the call got disconnected. The device will not be returned for analysis.